Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep checked the error log files and the voltage of the battery and recommended replacement of the battery. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system would not produce fluoroscopic x-ray. No pt injury was reported.